Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery. Three weeks postoperatively the patient presented with blurred vision (possibly focal haze) and a bcva of 20/40 od. The pre-op bcva was 20/15 ou. The week of 2006 it was determined the patient had epithelial cells and a flap lift and rinse was performed od to remove the epithelial cells. The patient ucva one day post-op was 20/25 od.